Event description:
It was reported by service report that the bed extender on the pin connector was broken causing a loss of bed exit and scale functionality. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.